Event description:
During a suction procedure the device was not suctioning and the tube had come apart by the suction valve. No pt injury, medical intervention or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.